Manufacturer narrative:
During investigation of the charger for an unrelated issue, a reportable malfunction was found. The battery charger problem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.